Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feed tube and the bag spike of two mr290 autofeed humidification chambers during use. The hospital reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2011. Device manufacturer date: 1 device: lot 110404 - 04/04/2011, 1 device: lot unknown - unknown. We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Date of events: (b)(6.) 2011 device manufacturer date: 1 device: lot 110404 - 04/04/2011; 1 device: lot unknown - unknown. Method: one complaint chamber, lot 110404, was returned and visually inspected. Results: the visual inspection of the water feedset tube revealed a break at the connection between the water feedset tube and the waterbag spike. The surface of the break was rough. A lot check revealed no other complaints of this nature for lot number 110404. Conclusion: the feedset tube on the complaint chamber was found broken. The break was rough suggesting that the damage may have occurred as a result of the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feed tube and the bag spike of two mr290 autofeed humidification chambers during use. The hospital reported that there was no patient consequence.